Event description:
A health care professional published original article with a purpose to to quantitatively assess postoperative rotational stability and visual acuity with the dft/datx15 extended depth of focus (edof) toric intraocular lens (iol). Thirty-five patients were involved in the study with mean age group of 68 years, there are 12 male patients and 23 female patients. In this prospective case series, thirty-five patients with a calculated iol power between + 15.0 d and + 25.0 d, corneal astigmatism between 0.75 d and 2.25 d. All surgeries was performed by an experienced cataract surgeon. An intraocular lens model number dft315 or dat315; dft415 or dat415; or dft515 or dat515, hereafter referred to as t3, t4 or t5, was implanted into the capsular bag using standard small-incision phacoemulsification techniques with a temporal clear corneal incision. The majority of eyes (74%) received a t3 lens, with smaller numbers of eyes receiving t4 (17%) and t5 (8.6%) lenses. A total of 35 eyes of 35 patients were recruited. Data for the post-operative 1 month visit were unavailable for one patient. Median postoperative iop (intra ocular pressure) values: median iop at postoperative 1 day was slightly higher than baseline, by 1.5 mm hg, but normalized on subsequent visits. The study was concluded with effective and predictable correction of astigmatism. Its refractive outcomes and safety profile were similar to those identified in prior studies of the non-toric dft/dat015 edof iol. A small difference in monocular bscdva, of uncertain clinical significance, was found when comparing these outcomes with prior dft/dat015 data. This file is created for, subgroup analysis of visual acuity and refractive outcomes at postoperative month 1 with iol rotation less than or equal to 5 degrees in 27 patients and iol rotation more than or equal to 5 degrees in seven patients. Astigmatic refractive outcomes were present in all 35 patients.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records could not be reviewed because the literature report did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Literature citation: barber k.m, et al., rotational stability and refractive outcomes of the dft/datx15 toric, extended depth of focus intraocular lens. Int ophthalmol. 2023;43: 2737-2747. The manufacturer internal reference number is: (B)(4).